Event description:
It was reported that had a set to show the doctor before a case. When showing doctor the acetabular impactor from adm set seized up.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.